Manufacturer narrative:
H3: the hv tank was returned to the manufacturer for analysis. The hv tank failed bench test. Resistance were below minimum. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000196, serial/lot #: (B)(4), UDI#: (B)(4). Serial/lot #: unk, (B)(4). Serial/lot #: (B)(4), serial/lot #: (B)(4), serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the tank, generator board and tube were previously replaced and so were in good working condition. The cable chain was replaced; 2d and 3d spins were completed with no issues. The imaging system then passed the system checkout and was found to be fully functional. The replaced hardware have not been returned at the time of this report. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not take 3d images, this resulted in the navigation, imaging and surgical procedure being aborted. There was no known impact on patient outcome.

Manufacturer narrative:
H3: the gantry chain was returned to the manufacturer for analysis. Functional testing determined that unable to confirm reported complaint ,"the o-arm could not take a 3d image." Candlesticks and x-ray tube cable assembly passed continuity testing. Visual inspection shows cracks and cuts in candle stick cable jacket. No conductive wires exposed. No functional problem found. Codes associated with the gantry chain: fdr 180, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with initial reporter name. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received: the surgical procedure was not aborted.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000196, serial/lot #: rev. 7, ubd: , UDI#: bi71000196, serial/lot #: rev. 6 : s/n (B)(6) , serial/lot #: (B)(6) , serial/lot #: rev. 4 : s/n(B)(6) , serial/lot #: unk bi71000168, serial/lot #: (B)(6) h3: the x-ray tube kit and tank kit were returned to the manufacturer for analysis. The parts were returned unused, box opened. The oil and washer kit was discarded so further analysis could not be performed. The hardware investigation found that the reported event was related to a hardware issue. The replaced hardware have not been returned at the time of this report. H6: codes 10, 180 and 4307 are applicable to the system checkout. Codes 10, 213 and 67 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.